Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download history review pump error 23, 49 and 68 were recorded. However, unit was testes successfully and no unexpected alarms were noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit received with cracked case on (battery tube) and cracked battery tube threads. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of insulin not delivering due to unit was tested successfully. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a post-reset ram crc alarm (pump error 23), trace pointers are invalid (pump error 68), history pointers failed, and the history pointers are corrupted (pump error 49). The customer having problems with the pump. The pump went through magnetic resonance imaging 100-point differences. The customer was not getting any insulin. Troubleshooting was performed and later it was declined. The customer was able to successfully clear the alarm(s), received a request to rewind the pump, and was able to complete the rewind. The customer was advised to perform a self test and the pump passed. The customer stated that the sensor glucose vs. Blood glucose event exists. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.